Event description:
On 01/12/1999 the facility informed the manufacturer's sales representative of the following: on 01/11/1999, the physician was implanting the device. Upon attaching the catheter to the device, the tube that slides over the catheter appeared to crack. This was replaced from an additional device that had to be opened. No further details were provided.